Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had more of the foley catheters and had thought they were a different lot number since the lot number on the box was different but when they opened it the catheter had the same lot number as ones they filed yesterday. The box and the lot number on the catheter did not match. Customer had to take patient to the emergency room to have the burst balloon removed but they could not remove it and sent them to the mayo clinic where it took them 2 1/2 hours to remove the burst balloon.

Event description:
It was reported that customer had more of the foley catheters and had thought they were a different lot number since the lot number on the box was different but when they opened it the catheter had the same lot number as ones they filed yesterday. The box and the lot number on the catheter did not match. Customer had to take patient to the emergency room to have the burst balloon removed but they could not remove it and sent them to the mayo clinic where it took them 2 1/2 hours to remove the burst balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.